Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent the generator was received in good physical condition. The error log was downloaded and the log confirmed that the generator error screens were generated, though during functional testing, no generator error screens were displayed. The main pcb assembly was replaced. During the repair, it was noticed that the earth ground stud was missing the top nut. The nut was replaced.

Event description:
It was reported that the generator diaplayed the "generator error" message 4 times and then displayed the "tighten assembly" message. Customer was able to complete the procedure using the generator. No patient consequences.